Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirms the rod is bent in a manner consistent with the incorrect positioning of the rod during implant. A review of the device history records found no documentation to indicate a non-conformance to spec.

Event description:
It was reported that the pt underwent surgery for minimally invasive implant of posterior pedicle screw/rod fixation at l4-s1. As the surgeon was reducing the rod and was almost fully seated, the rod detached from the inserter. Once the rod was retrieved, it was loaded onto the inserter upside down unk to the surgeon. He placed the rod and began reducing again when the rod appeared to shorten due to the rod bending under the load. To retrieve the rod, the surgeon had to convert to a min-open procedure. The case was then complete with no further complications.